Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant procedure, unable to see to read even with prescription glasses. Additional information has been requested. There are two medical device reports associated with this patient. This file is for os.